Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs and was not able to reproduce the complaint. While troubleshooting, fse visually saw the washer probe assembly 2 tip was broken off. Per fse the customer stated when replacing the probe tip, the tip of the probe tubing that the tip is attached to disintegrated causing a leak. Fse replaced the washing probe assembly. Fse repaired, verified proper washing without leaks and validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number 11489503 from 29sep2021 through aware date 29oct2022. There were no similar complaints identified during the search period . The aia-900 operator's manual under section12: error messages states the following: (2232) bf overflow sensor 2 failure cause: the overflow sensor 2 s133 is detecting liquid constantly. Action: please contact the tosoh local representatives. Check s133. The most probable cause of the reported event was a failure of the washing probe assembly due to leak caused by disintegrated tip of the probe tubing.

Event description:
A customer reported error message ¿2232 bf overflow sensor 2 failure¿ on the aia-900 analyzer. Prior to the error, the customer cleaned and changed the bf probe tip. The plastic piece attached to the probe tip is broken and leaking. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for cardiac troponin I (ctnl 2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.